Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm got mixed.

Manufacturer narrative:
H.6. Investigation: bd received twelve 20 gauge insyte autoguard units from lot 9064847 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed foreign matter (fm) in the seal of four of the packages. A piece of the fm was sent for ftir testing and the results determined it to most likely be human hair. Based off the visual inspection and ftir testing the engineer was able to verify the reported defect. It was determined that the fm was most likely introduced during the packaging process. The manufacturing facility has been notified of this incident and the findings. An alert was issued to all packaging personnel to raise awareness of this issue and ensure that proper gowning is always worn.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm got mixed.